Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, right breast capsular contracture. Explantation month, day, and year: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 475cc gel breast prostheses developed capsular contracture (baker grade unknown) in her right breast post implantation. Additionally, left breast prosthesis rupture was later diagnosed via MRI. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 15-jul-2022, mentor received additional information about the event: - it was reported that the patient¿s right breast prosthesis was the one that ruptured and the left breast prosthesis was removed intact. Additionally, it was reported that the patient developed breast ptosis. This medwatch report is for the patient¿s left breast prosthesis. B1 is product problem no longer applies to this report nor does h6 medical device problem code material rupture (a0412). - the patient had her removed breast prostheses replaced with mentor memorygel breast implant 475c gel breast prostheses. Manufacturer¿s reference number: (B)(4).